Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3986a, lot# n306389, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension; (B)(4).

Event description:
Additional information received reported the device needed a reset. The device was cleared using the clinician programmer. No data was lost. The patient was doing fine.

Event description:
It was reported the patient could not adjust stimulation. The patient was able to turn stimulation on/off with the recharger. An 'in the box' icon was displayed. An interrogation of the device using a clinician programmer was scheduled to resolve the issue. Additional information has been requested, but was not available as of the date of this report.